Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that when the tube was opened, it is observed that the balloon did not inflate. There was no patient harm reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.